Event description:
Report #2 of 2 received where the perclose a-t (the closer ak) device could not be removed from the "model" during a demonstration. The device was not in use on a pt. It was reported that the device needed to be broken in order to be removed from the model.